Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00081, 3003742446-2012-00082 and 3003742446-2012-00083.

Manufacturer narrative:
Complaint conclusion: the email received for the (B)(4) study indicated that fourteen months post index procedure; the patient expired due to cardiac arrest. This was a (B)(6) male with medical history including previous percutaneous coronary revascularization on (B)(6) 2010 and chronic ischemic congestive heart failure with ICD placement at the time of the index procedure, three cypher stents were implanted in the ramus and 1st obtuse marginal (om). The indication for the index procedure was acute coronary syndrome and st elevation myocardial infarction. The ramus had 90% stenosis, was 28mm in length, and class b2. A 2.75 x 33mm cypher rx was implanted in the ramus. The 1st om lesion was 95% stenosed, 36mm in length, and class c. A 2.25 x 23mm cypher rx and a 2.25 x 18mm cypher rx was implanted in the 1st om. There was no residual stenosis. Approximately (B)(6) months later, the subject called 911 from his car and police found him slumped in his car. When rescue arrived, the subject was awake and able to say his name and date of birth. On arrival at the hospital via rescue, the subject was intubated without a pulse, and was given epinephrine x2, atropine and nahco3, and vfib shock. The patient had a return of pulse, but later expired. No autopsy was performed. The patient was not taking study drug or plavix and was taking coumadin. According to the investigator, the death was not related to the study stents. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00081, 3003742446-2012-00082, and 3003742446-2012-00083.

Event description:
The email received for the (B)(6) study indicated that fourteen months post index procedure, the patient expired due to cardiac arrest. At the time of the index procedure, three cypher stents were implanted in the ramus and 1st obtuse marginal (om). The indication for the index procedure was acute coronary syndrome and st elevation myocardial infarction. The ramus had 90% stenosis, was 28mm in length, and class b2. A 2.75 x 33mm cypher rx was implanted in the ramus. The 1st om lesion was 95% stenosed, 36mm in length, and class c. A 2.25 x 23mm cypher rx and a 2.25 x 18mm cypher rx was implanted in the 1st om. There was no residual stenosis. Approximately 14 months later, the subject called 911 from his car and police found him slumped in his car. When rescue arrived, the subject was awake and able to say his name and date of birth. On arrival at the hospital via rescue, the subject was intubated without a pulse, and was given epinephrine x2, atropine and nahco3, and vfib shock. The patient had a return of pulse, but later expired. No autopsy was performed. The patient was not taking study drug or plavix and was taking coumadin. According to the investigator, the death was not related to the study stents.